Event description:
A home pt contacted baxter's technical service center regarding the system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 4/4 of their automated peritoneal dialysis therapy. Reportedly, they had disconnected their transfer set from the pt line of the homechoice set during a dwell cycle without applying a flexicap or any other protective covering to the pt line connector. Per the home pt, they did reconnect to the setup before the dwell cycle was complete. Baxter's technical service center assisted the home pt in ending therapy early. Treatment was completed manually. No pt injury or medical intervention was associated with this incident per the home pt.